Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a device infection with lead vegetation. The implantable cardioverter defibrillator (ICD) system was removed and the patient was treated with antibiotics. A new system was placed on the patient's right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.